Manufacturer narrative:
Stretcher serviced, not stated by whom, no service report.

Event description:
It was reported from the sales representative report that the cot had dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This product was initially reported as 6100-031-000; serial number (B)(4) which was incorrect. The correct product is 6100-003-000, serial number unknown.

Event description:
It was reported from the sales representative report that the cot had dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.